Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding the delivery of dilaudid (unknown dose and concentration) in an implantable infusion pump for non-malignant pain and failed back surgery syndrome. The medication dose was increased from 5.0mg/day to 9.5mg/day and the patient "almost overdosed." The date of the event was unknown. However, according to the healthcare provider (hcp), there were no reports of overdose. No further information was provided. History: neuromuscular neuropathy.